Event description:
Is it reported that during the impaction of the poly, the stem subsided and the proximal humerus fractured at the resection line. The humerus was then wired with cerclage cable and then overreamed so the stem could be implanted. A new liner was impacted once cement was cured.

Manufacturer narrative:
This report will be amended when our investigation is complete.